Event description:
It is reported that the device was implanted in 1995. The device was revised in 2008, due to wear of the poly liner.

Manufacturer narrative:
Evaluation summary: many factors can contribute to eccentric wear of the polyethylene liner including but not limited to the femoral head selection and component condition, the component position, pt activity level, and pt weight. In this particular situation, none of these factors are known. Cause cannot be definitively determined. Evaluation: no prod or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.